Event description:
The physician reported two occurrences of deep vein thrombosis with the use of the closurefast catheter.

Manufacturer narrative:
Additional details and product samples from the procedures involved in this report have been requested from the physician. If any additional information is obtained, a follow-up will be submitted.